Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 19626503.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.